Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the storage space was failed. A field service engineer confirmed that the customer had replaced the bad cubie and then was able to recover storage space. The system functioned as intended after the customer resolved the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a failed storage space message was displayed. The customer attempted to recover the failed drawer and reboot the device; however, the system continued to indicate that maintenance was required. The customer then attempted to shut down the station by unplugging the power cord from the back of the unit, reconnecting the power supply, and powering the device back on, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.